Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible no capture and pacing on the qrs were noted. The right ventricular (rv) lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.